Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have provided a letter of recommendation from their dentist. In the letter the dentist states the patient now has extreme shifting and formation/changes of their bone. Patient requires close, in office supervision and more customized aligner therapy which will be initiating through invisalign. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.